Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy - ectopic'), device expulsion ('migration of essure device of device: uterine wall/ one of the coils had migrated to the uterus and so he had to open') and pelvic pain ('chronic pelvic pain') in a 31-year-old female patient who had essure (batch no. C40062) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy / device ineffective". The patient's medical history included obesity. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy bleeding menstrual)/ abnormal bleeding (menorrhagia)"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and feeling abnormal ("hormonal changes describe:brain fog") and was found to have weight increased ("weight gain"). In 2016, the patient experienced acne ("rashes or skin conditions type: acne"). In (B)(6)2019, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage ("bleeding other"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problem"), mood swings ("hormonal changes/ hormonal changes describe:mood swings"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems") and migraine ("migraines/ headaches"). The patient was treated with surgery (essure removed and surgery (other) type of surgery: essure coils removed). Essure was removed on (B)(6)2019. At the time of the report, the ectopic pregnancy with contraceptive device, device expulsion, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, metrorrhagia, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, headache, nausea, visual impairment and weight increased outcome was unknown, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the alopecia, mood swings, feeling abnormal, migraine and acne was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, acne, alopecia, back pain, bladder disorder, cystitis, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, feeling abnormal, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, mood swings, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for the following events psych injury, bladder probs, urinary probs,, bladder infect, uti, vag, infect, vag. Discharge. Discrepancy noted in essure removal date-(B)(6)2019 and (B)(6)2019. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Current weight 195 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Imaging procedure - on (B)(6)2015: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of ptc (product technical complaint) a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy - ectopic'), pelvic pain ('chronic pelvic pain') and genital haemorrhage ('bleeding other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy / device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy bleeding menstrual)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problem"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, visual impairment and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for the following events psych injury, bladder probs, urinary probs,, bladder infect, uti, vag, infect, vag. Discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously reported event "injury" was updated to "dysmenorrhea (cramping)", events- "pelvic/abdominal, back pain, menorrhagia (heavy bleeding menstrual), metrorrhagia (bleeding b/w periods), other bleeding, psych injury, pregnancy - ectopic, device ineffective, bladder probs, urinary probs, bladder infect, uti, vag, infect, vag. Discharge, fatigue, gi conditions, hair loss, dental probs., hormonal changes, headaches, nausea, vision problem and weight gain", lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy - ectopic'), device expulsion ('migration of essure device of device: uterine wall/ one of the coils had migrated to the uterus and so he had to open'), pelvic pain ('chronic pelvic pain') and genital haemorrhage ('bleeding other') in a 31-year-old female patient who had essure (batch no. C40062) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy / device ineffective". The patient's medical history included obesity. On (B)(6) 2015, the patient had essure inserted. In september 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy bleeding menstrual)/ abnormal bleeding (menorrhagia)"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and feeling abnormal ("hormonal changes describe:brain fog") and was found to have weight increased ("weight gain"). In 2016, the patient experienced acne ("rashes or skin conditions type: acne"). In march 2019, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problem"), mood swings ("hormonal changes/ hormonal changes describe:mood swings"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems") and migraine ("migraines/ headaches"). The patient was treated with surgery (essure removed and surgery (other) type of surgery: essure coils removed). Essure was removed on (B)(6)2019. At the time of the report, the ectopic pregnancy with contraceptive device, device expulsion, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, metrorrhagia, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, headache, nausea, visual impairment and weight increased outcome was unknown, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the alopecia, mood swings, feeling abnormal, migraine and acne was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, acne, alopecia, back pain, bladder disorder, cystitis, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, feeling abnormal, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, mood swings, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for the following events psych injury, bladder probs, urinary probs,, bladder infect, uti, vag, infect, vag. Discharge. Discrepancy noted in essure removal date (B)(6) 2019 and (B)(6) 2019. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Current weight 195 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received. Lot number were added. Event added from pfs- abnormal bleeding (vaginal), brain fog, migraine headache, acne, migration of essure device of device: uterine wall. Previously reported event-hormonal changes updated to event-mood swings. Reporter information, medical history, events onset date, events outcomes were added. Events onset date, essure removal date were updated. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.